Event description:
Physician reported that he performed a bone biopsy on a patient and found a piece of v.a.c. Granufoam dressing in the wound which was overgrown with granulation tissue. The physician believed that this dressing was left in wound after treatment in the previous wound care facility in 2004.